Manufacturer narrative:
Ortho performed retain testing, batch review, and a complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned for further investigation. Mxp2164439, qerts #456797.

Event description:
Report 2 of 2 (mxp2164439 - vision j#50002771). Account reports a (B)(6) year old male typed as an o pos on both of their visions (50002465 and 50002771). They did not have a previous type on the patient so their policy is to confirm the abd group in tube. Tube testing on patient tested as forward group a with possible anti-a1 in the plasma. Lot numbers in use: 050119037-18, 8a002, baa619a, bbb810a, db327a1, abb203a, mdp176, a249. No erroneous results released. Account decided to treat the patient using group o cells and ab plasma. Patient has been discharged and was not transfused. Issue started on: (B)(6) 2019. Reported (B)(6) 2019. Microtubes/wells or cell (donor #) affected: forward a microtube. Testing on both visions were clearly o pos. No question marks received. Reverse group on both visions 3+ with both a1 and b cells. Testing in tube (depending on the tech) yielded 1+ to 3+ with anti-a bioclone, 2+ with anti-a,b bioclone and both reverse grouping cells were 2+. Customer was expecting: gel and tube testing to match. Test repeated: multiple times both on the vision and in tube. Method/result obtained by repeating: vision and tube. Number of samples affected? One. Was qc affected? No. Daily qc performed both for gel and tube and found to be acceptable. Patient's diagnosis: fractured humeras bone. Product handling protocol: cassette/gel card storage temperature range: per IFU. Cassette/gel card orientation: upright. Rbc storage and handling: per IFU. Visual appearance before use: all reagents have a normal appearance prior to use. Tsc: reviewed limitations in the abd/reverse card package insert with customer. Next action for contact: account reporting observation for tracking purposes. Account satisfied and will call back if they encounter further problems. No further action by ortho care required. Customer believes the true type of the patient is a with anti-a1 in the serum. Patient is negative with a1 lectin lot al231a. Account does not have a2 cells to test the patient with. Account also does not have a manual gel workstation to testing the patient in manual gel.